Manufacturer narrative:
Returned for evaluation was a fiber and tre-sheath. A visual review of the fiber noted that the gold tip tube had detached from the fiber. The gold tip was noted to be in two pieces with part of the gold tip advanced inside the sheath tip which was detached from the sheath. The reported complaint description was confirmed, the gold tip was observed to be detached from the fiber. The likely root cause of tip detach is significant force was exerted to withdraw the fiber when it encountered resistance in the sheath tip, resulting in a bond failure at the fiber tip. Potential root cause is dried blood on tip during lasing making pull back into sheath difficult or damage to the tip during cleaning by the end user. During the manufacturing of the disposable fiber, each fiber receives two 100% inspections and one aql inspection in which the fibers are tested fired and the power output is verified. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
Nevertouch fiber, event #1. An angiodynamics territory manager reported an issue with an evlt fiber 65cm kit. The gold jacket was caught in the end of the tre-sheath and came off when the fibre was pulled out of the patient. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. It was reported the procedure was successfully completed with no report of patient complication.